Event description:
Healthcare professional reported a right side "breast deformity", "discomfort", "heterogeneous collection on the posterior wall of the breast implant between implant and capsule", "radial folds compatible with folds", "small amount of fluid around the implants", "bulging", "sigbic - silicone-induced granuloma in the implant capsule", "not ruling out bia-alcl", "suspected capsular contracture grade unknown". Histopathological markers confirming alcl have not been received. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued h6 (health effect - clinical code): e2303. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma, lymphoma-alcl-suspected, capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small amount of fluid around the implants", "sigbic - silicone-induced granuloma in the implant capsule", "capsular contracture grade unknown", and "lymphoma-alcl-suspected (histopathological markers not provided)".